Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a threshold suspend alarm with a sensor glucose level of 55 mg/dl and a blood glucose level of 117 mg/dl. Blood glucose level was 117 mg/dl at the time of the call. No further information was provided.